Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) dialed into the server and found that the patient had a total of five visit ids, all in discharged status two discharged on 03/20 and three discharged on 03/25. Tss was unable to locate any orders associated with the two visit ids discharged on 03/20. An all events report was run, but no transactions related to this patient were found. Tss contacted user to discuss the findings and requested a new sample; however, the patient had already been discharged, and no sample was available to reproduce the issue. User granted permission to close the case and advised that user would open a new case referencing this one if the issue occurred again. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the order created through epic did not transmit to pyxis, causing a delay in the patient receiving medication. As a result, the medication was removed via override. The order did not display in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.